Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported after replacing the exhalation valve still experiencing an issue with positive end expiratory pressure on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.